Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced a cardiac arrest during ccpd therapy. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient suffered a cardiac arrest at approximately 2:00 am on (B)(6) 2023. The patient¿s spouse awoke to discover the patient wasn¿t breathing and called emergency medical services (ems). The patient¿s daughter reportedly performed cardiopulmonary resuscitation (CPR) until ems arrived. Upon their arrival a pulse was detected, and the patient was transported to the hospital. The patient was intubated enroute and was directly taken to the intensive care unit (ICU). The patient remains in the ICU requiring ventilation and multiple vasopressors for blood pressure support. The patient¿s pd catheter (not a fresenius product) remains in place; however, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) on admission. Given the patient¿s critical condition, the intensivist felt hd therapy was a better option until the patient stabilizes. The patient¿s treatment data from (B)(6) 2023 showed no treatment abnormalities or alarms. The pdrn attributed causality to the patient¿s multiple chronic comorbid conditions. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of cardiac arrest, as the patient was undergoing ccpd therapy when the serious adverse event occurred. The definitive etiology of cardiac arrest cannot firmly be determined; however, the pdrn attributed causality to the patient¿s multiple chronic comorbid conditions. Additionally, the pdrn stated the serious adverse events were not the result of the patient utilizing a fresenius device(s) and/or product(s). Patients undergoing dialysis are at higher risk of sudden cardiac arrest than the general population. Based on the information available, the liberty select cycler can be disassociated from serious adverse events. There was no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet users¿ expectations or manufacturers¿ specifications.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced a cardiac arrest during ccpd therapy. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient suffered a cardiac arrest at approximately 2:00 am on (B)(6) 2023. The patient¿s spouse awoke to discover the patient wasn¿t breathing and called emergency medical services (ems). The patient¿s daughter reportedly performed cardiopulmonary resuscitation (CPR) until ems arrived. Upon their arrival a pulse was detected, and the patient was transported to the hospital. The patient was intubated enroute and was directly taken to the intensive care unit (ICU). The patient remains in the ICU requiring ventilation and multiple vasopressors for blood pressure support. The patient¿s pd catheter (not a fresenius product) remains in place; however, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) on admission. Given the patient¿s critical condition, the intensivist felt hd therapy was a better option until the patient stabilizes. The patient¿s treatment data from (B)(6) 2023 showed no treatment abnormalities or alarms. The pdrn attributed causality to the patient¿s multiple chronic comorbid conditions. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s).